Event description:
Caller reported that a malfunction occurred on the pump after it went through a body scanner at the airport. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the problem persists.